Event description:
His meter was reading inaccurately erratic. A pt reported blood glucose results of 182 mg/dl and 122 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt reported an error 5, while attempting to perform a control solution test. The pt was advised to obtain a second test strips and the all was disconnected. The lfs representative attempted to call the pt back, but the pt did not answer the phone. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The error 5 issue was unresolved.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.